Event description:
This report is being filed after subsequent review of the following article; lied (dec 10, 2007) immediate (0¿6 h), early (6¿72 h) and late (>72 h) complications after anterior cervical discectomy with fusion for cervical disc degeneration; discharge six hours after operation is feasible. Acta neurochir 150: 111¿118. Norway. The authors prospectively studied complications after anterior cervical discectomy with fusion in patients with degenerative cervical disc disease. The study included 390 patients of whom 178 were female and 212 male. The mean age at time of surgery was 48.1 years (range 26.9¿82.8years). There were 390 consecutive operations: 278 fused with autologous iliac crest bone graft (abg) and 112 with a peek (polyetheretherketone) graft (cervios, synthes). The study was performed prospectively in a single centre, the national hospital rikshospitalet, oslo in norway in the period january 2003¿2005. Data were collected on the post operative complications that occurred in 390 consecutive patients who underwent anterior cervical discectomy for cervical disc disease. This report refers to complications reported post-operatively in patient no: 9 implanted with the peek cage. Patient# 9: (B)(6) male implanted with peek cage at level c5 and c6, immediate post-operative (0-6h) neck hematoma reported, had symptoms of airway obstruction and swallowing disturbance. The hematoma were diagnosed and evacuated within the first 6h. The defect was not persistent at the 6 month follow-up. This is report 2 of 3 for (B)(4). This report is for an unknown cervios, unknown part#/lot# and unknown quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lied (dec 10, 2007) immediate (0¿6 h), early (6¿72 h) and late (>72 h) complications after anterior cervical discectomy with fusion for cervical disc degeneration; discharge six hours after operation is feasible. Acta neurochir 150: 111¿118. This report is for unknown cervios peek implant/unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.